Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: new etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges that the patient suffers from pain, discomfort, decreased mobility, and a constant limp. Update 02/05/2013 - the complaint has been reopened because it was reported that the patient was revised on (B)(6) 2013 to address metal sensitivity and loosening of the stem. Part and lot information was provided. Update rec'd 1/29/2013 - pfs and medical records received. After review of the medical records/operative notes it confirmed a loose stem and metallosis. There is no new additional information that would affect the existing MDR decision. Update ad 18 apr 2018 - (B)(4) was re-opened under (B)(4) due to the receipt of pinnacle ppf and medical records. In addition to what were previously alleged, ppf alleges pseudotumor, metal wear or metallosis and elevated metal ions. After review of medical records for MDR reportability, it was indicated that the patient was revised to address neurologic symptoms, pain, weakness, inability to ambulate, elevated metal ion levels, metallosis, osteolysis, and developed a large pseudotumor like cyst. Revision notes reported a clear slightly straw colored fluid filled cyst, grossly loosed stem, and hypertrophic and slightly gray colored tissues in the acetabulum. Clinic visit reported a grinding and clicking mechanical noise from the hip implants, diffuse classic paralysis in the upper and lower extremities, difficulty maintaining balance, unable to get out of wheelchair without assistance, and scarring. It was also stated that the high metal ion levels may be responsible for the dysfunctional neurologic condition. Radiographs indicated osteolysis and cup is somewhat vertical. Metal ion levels are above 7 ppb. Added cup and bone screw since they were also revised. Doi: (B)(6) 2008; dor: (B)(6) 2013. Right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.